Event description:
It was reported that the right atrial (ra) lead was a case of an attempted implant due to suspected fractured lead conductor. This ra lead was not implanted, replaced of the same model and will be returned for analysis. No adverse patient effects were reported.